Manufacturer narrative:
Insulin pump was received with cracked battery tube thread, broken belt clip slot, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 160 mg/dl at the time of the incident. The customer states the reservoir compartment had cracked a little bit and o-ring was sticking out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer advised that the sensor need to be replaced. The insulin pump will not be returned for analysis.